Event description:
This was a left-sided cardiac lead extraction conducted in the ep lab to remove a rv sjm 1581 riata (84 mths old) due to impedance changes and potential for future problems. The patient was prepped with an arterial line, fluoroscopy in use, bypass available, baseline abp 120/85, and cvs on call. Due to the patient's sleep apnea a CPAP machine was used in addition to conscious sedation. The lead was cut and prepped with a lld-ez; lasing began with a 16f gl laser catheter. Heaving scarring and binding encountered, progressing approximately 2-3cm with each lasing run (estimated 20 runs). Just beyond the proximal coil the patient's abp began to decline, the md kept the laser in place and CPR was started within two minutes. Tte was utilized but was difficult to appreciate any anomalies. Two units of blood were given in the ep lab. The cvs arrived within 12 minutes, stabilized and transferred the patient to the or. Six additional units of blood were given in the or. A pericardiocentesis was attempted but was unsuccessful due to clotting. Sternotomy was performed and a svc/right atrial tear was found and successfully repaired. The sjm 1581 was significantly embedded into the vessel and successfully 'bovied' out. The patient was closed, recovered and transferred to the ICU.

Manufacturer narrative:
After reviewing the file on (B)(4) 2012, it was noted that the incorrect lead manufacturer was reported on the initial 3500a.

Manufacturer narrative:
Other text: device discarded by user.